Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker's grade IV. Concomitant medical products: 400cc mentor smooth round high profile memorygel breast implant catalog: 3504004bc lot:7684868 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) asian female patient who underwent primary breast augmentation surgery with two 400cc mentor smooth round high profile memorygel breast implants experienced right sided capsular contracture baker¿s grade IV post procedure. The right sided capsular contracture baker¿s grade IV was diagnosed by a physician. As a result, patient had an explantation on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/7/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No anomalies were observed.postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).